Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Nurse reported that the system presented high energy values during calibration and procedures. This was reported for five pts (10 eyes), during refractive surgery. The pts had received topical anesthetic, and the procedures were concluded with the same system. There were no reported injuries to the pts, and there was a delay of about 30 minutes for each procedure.